Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing and low amplitudes resulting in multiple inappropriate shocks. It was noted that this patient also has a concomitant pacemaker system. The device longevity was also noted to have decreased significantly. Device data was sent to engineering and technical services (ts) for review. Data analysis confirmed the battery depletion was appropriate due to the amount of shocks that had been delivered. The patient was hospitalized until further intervention can be determined. This system remains in service. No additional adverse patient effects were reported.